Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the x-rays provided indicate possible micromotion of the proximal stem and likely resulting fatigue stress fracture but based on the limited information provided and without the return of the device for evaluation this root cause of the reported broken echelon stem cannot be confirmed. The impact to the patient beyond the revision cannot be concluded. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a (B)(6) 2019, a broken echelon stem was revised and explanted. Redapt stem was implanted on the same date. No pieces fell into the patient and explanted stem will not be returned. Photo is attached. No more information available.